Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved ventilator inoperable alarm after power up. The alarms displayed were motor fault, circuit disconnect, low peak inspiratory pressure, and low minute ventilation errors. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was due to bad voltage from the main pcba.